Manufacturer narrative:
(B)(4).

Event description:
It was reported that several episodes non-sustained rv oversensing due to post-paced t-wave oversensing were observed. The patient is not pacemaker dependent. Programming changes were recommended. The patient was in good condition before and after the event.